Manufacturer narrative:
While it is unknown if the plastic material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. A sample of essix c+ was extracted in sodium chloride usp solution (sc) and sesame oil, nf (so). The extracts were evaluated for intracutaneous reactivity per iso 10993. A dose of the appropriate test article extract was injected by the intracutaneous route into five separate sites on the right side of the back of each rabbit (four total). The corresponding control was injected on the left side of the back. The injection sites were observed immediately after injection and observations for erythema and edema were conducted at 24, 48 and 72 hours. There was no erythema or edema from the sc test extract and very slight erythema and edema from the so extract. The requirements of the test were met since the difference between the test extract and corresponding control mean score was <1.0 .

Event description:
It was reported that a patient's gingival tissue became red and irritated and the lips became swollen after an appliance fashioned using essix c+ plastic material was worn for approximately 1.25 hours. The appliance was removed and the symptoms resolved by the following day without any intervention. The patient was asked to place the appliance back in the mouth and within approximately 15 minutes the patient reported swelling of the lips. Freeze spray was used as part of the appliance construction process and the appliance was rinsed with lysol antibacterial hand soap and water prior to use.